Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer was failed and not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) reviewed the site medstation performance analysis report and noted that station was not listed as having failures. The fse opened each of the 14/2 high drawers, released all pockets, and inspected row board connections for aluminum foil debris and loose medications (several found). The side panel was removed to inspect row board cable connections, and the back panel was removed to inspect the pyxibus cable and reseat multiple drawer control board connections. No failures were found. As a proactive measure, the slave cable between the main station and the auxiliary was replaced. The system functioned as intended after the field service engineer verified the device.